Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms every two to fiver minutes while supporting a pt overnight. The customer also reported that the pt switched out the freedom onboard batteries and the filter, but the intermittent fault alarms continued. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.